Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and pelvic pain ("pain, including chronic pain") in a 37 year-old female patient who had essure inserted (lot no. He01298) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The most recent follow-up information incorporated above includes data received on: 02-may-2024: lot number (he01298 )added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and pelvic pain ("pain, including chronic pain") in a 37 year-old female patient who had essure inserted (lot no. He01298) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Batch no.he01298. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-may-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [perforation of uterus] perforation of the uterus or other structure [perforation of organ] device breakage during removal [device breakage] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems [device migration] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems [urinary tract disorder] abnormal bleeding [genital bleeding] inability to tolerate the device; [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and pelvic pain ("pain, including chronic pain") in a 37 year-old female patient who had essure inserted (lot no. He01298) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of tonsillectomy, tonsillectomy, parity 4, vaginal bleeding, coital bleeding, dyspareunia and prolonged heavy periods. Previously administered products included: mirena and copper iud. Concurrent conditions were listed as abdominal pain, dysmenorrhoea, menstrual disorder, stress urinary incontinence, tiredness, constipation, uterine fibroid, stress incontinence, heavy periods, intermenstrual bleeding, stress urinary incontinence, uti, dysuria, back pain, acne rosacea, urinary tract disorder, pelvic pain female and irregular periods. On (B)(6)2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with zoladex (goserelin acetate) and tibolone as well as surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: to confirm tubal occlusion tubal occlusion has been confirmed and she no longer needs to use contraception [pathology test] on (B)(6) 2024: specimens: uterus, cervix, fallopian tubes clinical details: irregular/painful periods. Previous essure sterilization final diagnoses: cervix: no dysplasia or neoplasia endometrium: no hyperplasia or neoplasia myometrium: no significant pathology - leiomyoma and adenomyosis serosal surface: no endometriosis or endosalpingiosis fallopian tubes: no significant pathology in either tube comments: there is also a benign endometrial polyp [ultrasound pelvis] on (B)(6) 2014: tv scan performed with patient consent. Chaperone (B)(6). Anteverted uterus with a regular endometrial thickness of 3mm (lmp 3 days). Two seedling intramural fibroids identified posteriorly each measure 7mm. The iucd is not identified within the uterine cavity. Both ovaries are of normal size and appearance. No free fluid present. No adnexal masses demonstrated.; on (B)(6)2023: the uterus is anteverted and has a slightly coarse echo return suggestive of fibroid changes, but no discrete fibroids are identified. Endometrial thickness is 13mm. Lmp one week ago. An ill-defined hyperechoic area is seen within the uterine cavity which is approximately 26mm in length. Appearances are uncertain but clot polyp. A linear echogenic structure is seen apparently within the fundal myometrium and extending outside of the uterus artefact surgical implant such as sterilisation clip. Patient gives no history of iucd. The left ovary is only visualized transabdominally but appears normal. Right ovary not visualized. No adnexal masses or free fluid identified; on (B)(6) 2023: under ix for recurrent uti and frank haematuria. CT showed bulky uterus. Uss to assess uterus and et the uterus is anteverted and has a slightly coarse echo return suggestive of fibroid changes, but no discrete fibroids are identified. Endometrial thickness is 13mm. Lmp one week ago. An ill-defined hyperechoic area is seen within the uterine cavity which is approximately 26mm in length. Appearances are uncertain but clot polyp. A linear echogenic structure is seen apparently within the fundal myometrium and extending outside of the uterus artefact surgical implant such as sterilisation clip. Patient gives no history of iucd. The left ovary is only visualized transabdominally but appears normal. Right ovary not visualized. No adnexal masses or free fluid identified. Batch no. He01298. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-sep-2024: medical record received. Lab data including (pathology test) added. Treatment drugs, medical history, concomitant conditions were added. New reporters were added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [perforation of uterus] perforation of the uterus or other structure [perforation of organ] device breakage during removal [device breakage] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems [device migration] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems [urinary tract disorder] abnormal bleeding [genital bleeding] inability to tolerate the device; [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and pelvic pain ("pain, including chronic pain") in a 37 year-old female patient who had essure inserted (lot no. He01298) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of tonsillectomy, tonsillectomy, parity 4, vaginal bleeding, coital bleeding, dyspareunia and prolonged heavy periods. Previously administered products included: mirena and copper iud. Concurrent conditions were listed as abdominal pain, dysmenorrhoea, menstrual disorder, stress urinary incontinence, tiredness, constipation, uterine fibroid, stress incontinence, heavy periods, intermenstrual bleeding, stress urinary incontinence, uti, dysuria, back pain, acne rosacea, urinary tract disorder, pelvic pain female and irregular periods. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with zoladex (goserelin acetate) and tibolone as well as surgery (vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6)2017: to confirm tubal occlusion tubal occlusion has been confirmed and she no longer needs to use contraception [pathology test] on (B)(6)-2024: specimens: uterus, cervix, fallopian tubes clinical details: irregular/painful periods. Previous essure sterilization final diagnoses: cervix: no dysplasia or neoplasia endometrium: no hyperplasia or neoplasia myometrium: no significant pathology - leiomyoma and adenomyosis serosal surface: no endometriosis or endosalpingiosis fallopian tubes: no significant pathology in either tube comments: there is also a benign endometrial polyp [ultrasound pelvis] on (B)(6)2014: tv scan performed with patient consent. Chaperone david fairish. Anteverted uterus with a regular endometrial thickness of 3mm (lmp 3 days). Two seedling intramural fibroids identified posteriorly each measure 7mm. The iucd is not identified within the uterine cavity. Both ovaries are of normal size and appearance. No free fluid present. No adnexal masses demonstrated.; on (B)(6)2023: the uterus is anteverted and has a slightly coarse echo return suggestive of fibroid changes, but no discrete fibroids are identified. Endometrial thickness is 13mm. Lmp one week ago. An ill-defined hyperechoic area is seen within the uterine cavity which is approximately 26mm in length. Appearances are uncertain but clot polyp. A linear echogenic structure is seen apparently within the fundal myometrium and extending outside of the uterus artefact surgical implant such as sterilisation clip. Patient gives no history of iucd. The left ovary is only visualized transabdominally but appears normal. Right ovary not visualized. No adnexal masses or free fluid identified; on (B)(6)2023: under ix for recurrent uti and frank haematuria. CT showed bulky uterus. Uss to assess uterus and et the uterus is anteverted and has a slightly coarse echo return suggestive of fibroid changes, but no discrete fibroids are identified. Endometrial thickness is 13mm. Lmp one week ago. An ill-defined hyperechoic area is seen within the uterine cavity which is approximately 26mm in length. Appearances are uncertain but clot polyp. A linear echogenic structure is seen apparently within the fundal myometrium and extending outside of the uterus artefact surgical implant such as sterilisation clip. Patient gives no history of iucd. The left ovary is only visualized transabdominally but appears normal. Right ovary not visualized. No adnexal masses or free fluid identified. Batch no. He01298, manufacture date: 2016-06, expiration date: 2019-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-oct-2024: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.